Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported rewinding anomaly, failed battery test. Customer blood glucose reading was unknown. Customer stated insulin was squirting out. Troubleshooting was not performed. Insulin pump will be returning for analysis.